Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient lost stimulation due to their scs ipg lack of communication after a previous knee surgery. As a result, surgical intervention is pending as the next course of action to address the issue.

Event description:
Follow-up identified surgical intervention was undertaken on (B)(6) 2018 wherein the ipg was explanted and replaced with a new model.